Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6). (B)(4). Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) was explanted from the patient's operative eye because he experiencing glares and halos around light sources, especially at night, in the shape of spiderwebs. There was no additional surgical intervention required. The replacement lens is a zcu150, 17.0 diopter lens. The patient was reported to be doing well. No additional information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, -inc. Has been submitted.